Event description:
It was reported the patient had an implantable cardioverter defibrillator implanted. Subsequently, a few weeks after the aforementioned implant, an infection and dehiscence developed. The implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2017 and the infection and dehiscence were cured and are being monitored. The patient is stable.